Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to be experiencing high blood glucose. She stated that her blood glucose was currently over 600 mg/dl and that she¿s treated with 10 units by a syringe. The customer said that she also had blood glucose values of 250 mg/dl, 397 mg/dl and 549 mg/dl. She said that she has not eaten much all day and that the pump did not give her any alarms or alerts. During high blood glucose troubleshooting, she was assisted with performing the high-pressure test and stated that it alarmed no delivery at 2.6. She was advised to change the entire set, reservoir and insulin and treat per her doctor¿s instructions and to follow up with them in regard to her high blood glucose. She was also advised that, based off of the troubleshooting, the pump was working as it was supposed to. The insulin pump will not be returning for analysis.